Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unknown date, a computed tomography scan reportedly showed that a 27 mm contralateral leg component (plc271400j/12912465) had migrated proximally on the left side (distance unknown), resulting in a distal type I endoleak. On (B)(6) 2018, the patient underwent a re-intervention procedure whereby two additional contralateral leg components were implanted to repair the migration and distal type I endoleak. The left internal iliac artery was coil-embolized and intentionally covered by the additional endoprosthesis. The patient tolerated the procedure.